Event description:
Baxter singapore reports a fiber leak noted on the dialyzer during the pt's 3rd use of the dialyzer. A pressure test was not performed on the dialyzer prior to use. There was no need for med intervention and not pt injury noted.